Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and it was possible observe foreign matter at syringe. After the sample evaluation it was possible determine the potential fm origin is a residue of adhesive material. The potential cause for the occurrence is a operational failure at assembly process.

Event description:
It was reported that an unspecified number of syringe plastipak 10ml s/su experienced foreign matter in the device cannula/needle/syringe or fluid path component which was noted prior to use. The following information was provided by the initial reporter: when opening a box of the 10 ml ll syringe, lot 9296113, the collaborator of the production pharmacy detected a foreign matter inside a unit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 10ml s/su experienced foreign matter in the device cannula/needle/syringe or fluid path component which was noted prior to use. The following information was provided by the initial reporter: when opening a box of the 10 ml ll syringe, lot 9296113, the collaborator of the production pharmacy detected a foreign matter inside a unit.